Event description:
It was reported that during a rotator cuff repair procedure using a smartstitch suturing device handle, the handle was allegedly causing needle to stick and it was not passing sutures properly. The surgeon opted to complete the procedure using a competitor's device. There was no significant delay or pt complications reported as a result of this event.